Event description:
Patient report right side "pain", "huge swelling", ¿periprosthetic capsule wall with moderate chronic inflammation, mural hyalinization and giant body foreign-type reaction (silicone)¿, "noticed about the recall of texturized breast implants manufactured by allergan", ¿patient suffered with a lot of anxiety when waited the results of the exams¿, ¿periprosthetic capsule wall containing atypical cells on the surface, mural fibro hyalinization, necrosis, foamy macrophages and multinucleated giant cells" and ¿the right breast: periprosthetic capsule wall with moderate chronic inflammation, mural hyalinization and giant body foreign-type reaction (silicone)¿. The following events are not related to the device, ¿numerous labor difficulties due to carpal tunnel syndrome¿, "post-surgical changes in the stomach and herniation of the esophageal hiatus", "calcifications¿, ¿non-calcified nodule measuring less than 4 mm in the lower segment of the tongue¿ and ¿patient with nodular lesion in right breast¿.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.3;b.5; b.6; g.1, h.6. The events of seroma-late and granuloma are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events.

Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes.   A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown.

Event description:
Patient reported right side seroma. Additionally the healthcare professional reported "calcifications". The device has been explanted. Later health care professional reported capsular contracture baker grade unknown.